Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial # (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-may-2019, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 500mcg/day via an implantable pump. It was reported that the patient developed increased spasticity in october 2025. Increasing the infusion dose did not help, oral baclofen helped improve symptoms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A dye study was done and indicated possible extravasation at the connection site of the catheter with the pump. The physician aspirated the catheter through catheter access port and injected preservative free normal saline. He observed saline leaking from the catheter connection site at the pump. A catheter revision was performed and 5.3cm of the old catheter was removed. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the catheter identified tearing in the cup of the connector. Visual inspection identified there was damage to the tr ansition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.